Event description:
Sensor would not stay on the patient's arm causing them to switch products. No additional information reported or available regarding this event. Pae reported by hcp, who does consent to follow up. Reporter information: (B)(6). (B)(4).